Manufacturer narrative:
The following fields were updated due to corrected information: h.6. Investigation: no product or photo was returned by the customer. The customer complaint of misassembly - other missing component could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 30263e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that at least one 40 inch ext w/2 vlv port experienced a missing component. The following information was provided by the initial reporter: caller states part number 20028e used to have a swivel on one side and no longer has a swivel. Caller wants to know if there has been a change to the product. Caller states product 30263e has a similar construct. Caller states they have many of these products and had this issue a few months ago.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one 40 inch ext w/2 vlv port experienced a missing component. The following information was provided by the initial reporter: caller states part number 20028e used to have a swivel on one side and no longer has a swivel. Caller wants to know if there has been a change to the product. Caller states product 30263e has a similar construct. Caller states they have many of these products and had this issue a few months ago.